Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in september 2005, and it is more than 15 years old, way beyond its expected service life of 5 years. During the visual inspection, it was observed damaged bottom enclosure, unrelated to the reported complaint. The probable root cause for the observed damage was likely due to mishandling. To remedy the issue, the bottom enclosure was replaced. Also, unrelated to the reported complaint, during a further inspection, the encoder and motor covers were observed with multiple cracks on the screw well area as a result of normal wear and tear or due to mishandling. The covers were replaced to address the issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data revealed latch error 136 - internal parameter corrupted, thus confirming the customer complaint. The parameters in backup memory (non-volatile ram) have been corrupted (checked during power-on self-test) due to defective processor board. The defective processor board was replaced to remedy the system error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.